Event description:
Rptr used shiatzu style massage chair - rolling balls inside that travel up and down- while getting a pedicure. Rptr was lower back problems but no one ever advised them to stay away from those types of chairs. Rptr used it on lower back, and at the time it felt really great. However, the next day rptr was in the most pain they have ever had, and have been suffering with it since. Rptr has done physical therapy, pain medication, and epidural steroid injections ever since and still has terrible pain. It has affected quality to life to the extent that rptr must insist this product be taken off the market, if there is any warning rptr was unaware of it, and unknowingly put self in harms way using this type of product. Used 20 minutes.